Event description:
The leaf spring is broken but still in place. No fragments were missing.

Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: during a procedure the compression forceps broke. The pieces were retrieved and it was noted there was no adverse effect to the patient.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The leaf spring on the device is broken. The manufacturing documents shows conformity to the specification. The broken surfaces are homogenous, which indicates material conformity. The cracks on the device may have been created by continuous tension. No product fault could be detected.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.